Event description:
The customer reported being in the emergency room due to high blood glucose of 524mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir alarms. Assisted the customer to run the manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing showed that insulin pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement test. The device was received with intermittent buttons due to corroded keypad traces.